Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red alert for shock lead impedance out of range. All other parameters were normal. Technical services (ts) was consulted for troubleshooting and programming recommendations. No adverse patient effects were reported. This ICD system remains in service.